Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 46 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include feeling out of balance and his speech slurred. The patient was diagnosed with a stroke. The patient was treated with an IV (intravenous) and a bag of fluids. The patient was released seven days later. The pod was worn while seeking medical attention but was removed at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.